Manufacturer narrative:
Customer service verified breast shield fit with the customer and determined that the 24mm breast shields she was using were too large. A replacement device and 21mm breast shields were sent to the customer and return of her original pump and 24mm breast shields was requested for testing/evaluation. In follow up with a complaint handler on 10/01/2018, the customer indicated that she developed mastitis, for which she was prescribed antibiotics each time, first on (B)(6) 2018 and then again on (B)(6) 2018. She indicated that although her mastitis was resolved, she still had a lump that hadn't resolved and a clogged duct that she was working to clear. Additionally, she indicated the 21mm breast shields fit better, leading to her being able to reduce her pumping time and she thinks that the replacement device is working fine, although it is hard to tell. The customer refused contact by medela clinical staff because she wanted to wait to see if the replacement device will help her stay healthy and keep her ducts clear, but did note that the customer service she has received has been exceptional. The customer was contacted subsequently by a complaint handler on multiple occasions, including in writing, to confirm if the lump and clogged ducts had been resolved, with no response as of the date of this report. The device was returned without the customer's parts/accessories, and also without the 24mm breast shields; therefore, it was evaluated with a medela lab kit on (B)(6) 2018 and it passed suction and cycle specifications. The customer's report of low suction could not be confirmed. The instructions for use provides instructions for breast shield sizing, including reference to medelabreastshields.com and referral to a lactation consultant for assistance in choosing the correct size breast shield. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. (B)(4).

Event description:
On (B)(6) 2018, the customer alleged to medela llc that she was unable to empty her breasts after forty minutes of pumping with either of her two pump in style breast pumps. She additionally alleged that she had mastitis for the second time, had seen a doctor, and was prescribed antibiotics. This medwatch relates to one of the pumps; medwatch 1419937-2018-00229 relates to the other.